Manufacturer narrative:
The complaint investigation for falsely positive sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not possible as returns were not available. The tracking and trending data review determined no trends were identified for the product related to the complaint. Device history record review on list 6r86 did not show any related potential non-conformances, non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer obtained several potential false positive results for pregnant women across multiple hospitals in (B)(6) when testing was performed using architect sars-cov-2 igg assay, however, no data and no specific patient data was provided. In this case, the potential covid-19 timeline for the patient is unknown as no date was provided for onset of symptoms. In addition, no specific patient history was provided. Per limitation of the procedure section of the package insert, non-sars-cov-2 coronavirus strains, such as coronavirus hku1, nl63, oc43, or 229e, have not been evaluated with this assay. In a population of patients with non-covid-19 respiratory illnesses, no cross-reactivity has been observed. In addition, architect sars-cov-2 igg results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. To assess the clinical performance of the assay, a study was performed using 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2. Of the 1070 specimens, 997 specimens were collected prior to september 2019 (pre-covid-19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. The total negative percent agreement (npa) is 99.63% (95% ci: 99.05, 99.90). Review of the manuscript bryan et al. 2020, ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿ j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed specificity data consistent with product labeling. 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states was tested where one false positive was found, indicating a specificity of 99.90%. Based on the investigation architect sars-cov-2 igg reagent is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-32 that has a similar product distributed in the us, list number 06r86-30.

Event description:
The customer observed false positive architect sars cov-2 igg results for pregnant women. There was no impact to patient management reported.